Event description:
While the provider was removing the bandage over the jp drain, the clear portion of the drain came apart from the float, white portion. Leaving the actual drain portion inside the patient.